Event description:
It was reported by the customer that there was an oridion module replacement/ issue. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they the oridion board failed error code 570.6200 is confirmed, replaced it a new oridion board. Damaged front case and rear case, replaced them new front and rear cases assembly. Performed leak down test and co2 calibration with passing results. A review of the device history record showed the device had a manufacture date of 08dec2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the etco2 oridion assy board v1 rohs. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they the oridion board failed error code (B)(4) is confirmed, replaced it a new oridion board. Damaged front case and rear case, replaced them new front and rear cases assembly. Performed leak down test and co2 calibration with passing results. A review of the device history record showed the device had a manufacture date of 08dec2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the etco2 oridion assy board v1 rohs. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported by the customer that there was an oridion module replacement/ issue. There was no additional information provided and no patient involvement.